Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient suffered a traumatic fall onto rail tracks in a mobility scooter, and subsequently had 3 inappropriate shocks delivered through the subject ICD. In the recorded episodes, it was observed that one of these shocks was preceded by a period of undersensing. The device has been checked and the a and v leads are within normal range - the lv lead does not capture which is a chronic issue according to the patient. Due to trauma, manipulation tests around the device site have not been carried out but no bruising or damage around the implant site is reported. The patient suffered a broken left arm and shoulder. Consequently, further device checks will be carried out post-surgery. Due to this surgery and because the integrity of the device was suspected, the therapies have been reportedly deactivated.